Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure for a system upgrade, the right ventricular lead appeared kinked via fluoroscopy. The lead was not used and was successfully replaced. The patient was stable post-procedure.